Event description:
It was reported that during the procedure in the moderately tortuous, mildly calcified, concentric, proximal left anterior descending artery, for treatment of a 90% stenosis, a balance middleweight universal ii guide wire was advanced via radial access and crossed the target lesion. An optical coherence tomography (oct) catheter was advanced over the guide wire; however, heavy resistance was felt as the catheter was exiting the 6f non-abbott guide catheter. The guide wire and the catheter were removed from the anatomy as a single unit because the catheter was stuck on the guide wire. The guide wire was exchanged for a non-abbott guide wire and the oct catheter was advanced successfully through the same guide catheter. A 3.0x18 xience prime stent was implanted, post dilatation was performed and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. After the procedure, the physician inspected the surface of the balance middleweight universal ii guide wire and no abnormalities were found. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide catheter: 6f axess; other: oct catheter (sjm). Evaluation summary: the device was returned for analysis. The difficult to position/remove was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.